Manufacturer narrative:
The actual device was returned for service and did not meet manufacturing specifications during the pre-repair assessment. (B)(4) evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service repair pre-testing it was discovered that the attachment device "heated up". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.